Event description:
A customer stated her (B)(6) daughter accidentally got some contour normal control solution in her mouth. No serious injury was alleged. Further information was not provided. The product was not replaced.

Manufacturer narrative:
Product information could be obtained. It's not possible to determine the manufacture date or 510k number without the product information.